Manufacturer narrative:
One level 1 hotline low flow system was received with wear and tear damaged enclosure, front cover and tank cover. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was able to be duplicated. The connection between the power switch and the printed circuit board (pcb) was damaged. The issue was user induced as the issue was caused by the user turning the device on and off with daily use. No action was taken to repair the device due to its age and condition.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's power switch was broken and the device was not staying powered on. There was no reported adverse event.